Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Device failed sleep current test and active current test. High active current and sleep current isolated to electrical board. Power error due to connector resistance issue. Unexpected battery power loss not confirmed. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms noted during testing. The motor was tested outside the insulin pump and passed. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rejected battery alarm. The customer¿s blood glucose level was 300 mg/dl. The customer also reported that the insulin pump not received low battery alarm prior to replace battery. The customer also reported that the insulin pump had pump did not command motor movement due to moment in hall sensor. The customer stated they were able to rewind the pump and successfully clear the alarm. Displacement test was passed. The insulin pump will be returned for analysis.